Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.